Event description:
During a laparoscopic assisted hysterectomy procedure, on the initial firing across tube, proper ovarian and broad ligament, instrument closed properly with audible click. Surgeon then squeezed black handle, which advanced approx 80% of the way and then stopped. Surgeon relaxed pressure, but handle stayed. He again tried to advance to no avail. He then tried to open the jaws, but the instrument would not release despite pushing button and pulling on handles. Surgeon performed rest of procedure from below, removing uterus, then excising instrument from pelvis side wall. No injury to the pt. The surgeon performed most of the procedure from below, in a different approach from his standard doderlein. He also had an add'l 20-30 minutes total, including removal of the instrument, putting in ureteral stents to check patency. One device is being returned.